Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio vue meter read inaccurately low compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the csr during a follow-up call with the reporter. The reporter stated that on (B)(6) 2017 at around 8:00 am the patient ¿vomited¿ and was taken to hospital for concern that he had developed ¿diabetic ketoacidosis¿. The reporter claimed that at 8:21 am, the patient¿s blood glucose was measured at ¿432 mg/dl¿ on a laboratory device. The reporter claimed the patient was treated with insulin when the result of ¿432 mg/dl¿ was obtained. The reporter claimed a blood glucose test was later performed on the subject meter and a result of ¿40 mg/dl¿ was obtained. During the follow-up call, the reporter claimed the patient was administered a glucose injection in response to the low result. The patient¿s blood glucose was then measured at 9:32 am on a laboratory device and a result of ¿595 mg/dl¿ was obtained. At 10:03 am the patient¿s blood glucose was tested on the subject meter and a result of ¿120 mg/dl¿ was obtained followed by a result of ¿517 mg/dl¿ on a laboratory device at 10:25 am. Between the tests there was no report of any intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. During the follow-up call, the reporter claimed the patient was diagnosed with diabetic ketoacidosis. The patient recovered after a period of hospitalization. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. Products were replaced and requested back for investigation. This complaint is being reported because the patient reportedly was administered glucose based on an alleged inaccurate low reading obtained on the subject meter which could have contributed to the reported injury of diabetic ketoacidosis.